Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance anomaly. This lead has been received. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance anomaly. This lead has been received. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that this rv lead was explanted due to infection. This lead has been received. Other than the surgical procedure and infection, no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance anomaly. This lead has been received. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that this rv lead was explanted due to infection. This lead has been received. Other than the surgical procedure and infection, no additional adverse patient effects were reported. Analysis of the returned product was not able to provide relevant information for the infection-related allegation. The "known inherent risk" investigation conclusion code was selected based on the field report of infection or infection-related conditions. Product analysis did not identify any product anomalies.